Manufacturer narrative:
(B)(4). A product return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. Subsequently, this lead was cut and was disposed at the hospital. A different lead was then successfully implanted. No additional adverse patient effects were reported. This lead was out of service.